Manufacturer narrative:
On march 24, 2026, mentor received additional information that indicated that the patient's issue occurred on (B)(6) 2026 and the correct suspect medical device is a 550cc mentor smooth round moderate plus profile saline catalog: 3502550 lot: 2067533 sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On april 13, 2026, the mentor failure analysis lab received the device for evaluation. On april 17, 2026, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. In addition, the breast implant was received without its thermoform, packaging and tubing. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without the tubing and the breast implant worked as expected through our tests. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that an unknown mentor saline breast prosthesis being used in a breast augmentation revision was found to be defective during the operation. The implant's fill port would not stay attached. No adverse event was experienced by the patient. The surgeon used backup a device, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).